Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker device had heart beating these beats every hour. Patient referred to the physician. The device remains in service. No adverse patient effects were reported. Additional information received indicated that the physician did a revision to the right ventricular (rv) lead due to stimulation. The lead remains in service. No additional adverse patient effects were reported.